Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot manufacturing location: supplier ¿ (B)(4)/ inspected and packaged by: monument, release to warehouse date: 28-sep-2021, expiration date: 01-sep-2031, part number: 03.404.022s, 13.0mm reamer head for ria 2-sterile, lot number: 133p560 (sterile), lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging label logs were reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404m022, ria 2 reamer head 13.0mm, lot number: 7095009, lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of compliance received from (B)(4) dated 19-oct-2020 was reviewed and determined to be conforming. Certification for heat treat supplied to (B)(4) from (B)(4) dated 23-sep-2020 was reviewed and determined to be conforming. Note: certificate includes two line items and the lot numbers for those line items have been swapped. Lot number is correct but is notated at the incorrect line item. Heat treat certified to be within specified range. Certificate of analysis supplied to (B)(4) from (B)(4) dated 14-may-2020 was reviewed and determined to be conforming. Raw material certification supplied to (B)(4) from (B)(4) dated 20-apr-2020 was reviewed and determined to be conforming. Device history review this lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in chile as follows:

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Reporter is a j&j employee. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During surgery using the ria ii system to take the graft, when checking fluoroscopy during surgery, part of the material that corresponds to the drill entering the medullary canal is visualized. Part of the instruments remains inside the medullary canal of the patient. Doctor requests to raise the corresponding claim. This report is for one (1) reamer head f/ria 2 ø13. This is report 1 of 1 for complaint (B)(4).